Manufacturer narrative:
(B)(4). The reported event of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 4. Reference MFR report: 3006705815-2016-00579, 3006705815-2016-00580 and 1627487-2016-05894. It was reported the patient had his scs system removed due to infection at the ipg and lead sites. The patient was placed on oral antibiotics and cultures taken were (B)(6). Follow up identified the infection has resolved.